Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a possible fracture was noted on the right ventricular (rv) lead it was further reported that the right ventricular (rv) lead exhibited an increase in thresholds and an increase in impedance. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.